Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:29:52. During night drain cycle four, the patient's ultrafiltration reading was 1309ml, indicating the home patient (hp) drained 1309ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was an inappropriate bypass of the drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. The patient guide states "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.